Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. The reporter states on the same day, the pt was brought to urgent care due to flu-like symptoms. At urgent care the pt's blood glucose was >500 mg/dl. Due to the hyperglycemia the pt was brought to the hosp. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.